Manufacturer narrative:
The investigation for the console damage has been completed. Data logs did not contain any data relevant to this complaint. The console was returned for evaluation finding a cracked rear housing was confirmed. Further inspection of the aic revealed that the front housing and purge insert were also damaged. Aside from physical damage of the aic and the issue downloading logs, the aic functioned as normal. The root cause of the damage was use related.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported that during prep the rear housing of the automated impella controller (aic) was found to be cracked. There was no patient involvement.